Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for a polyp during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was fully closed, and an audible locking sound confirmed the engagement. When the release mechanism was activated by pushing back the white ring, the clip was unable to release and remained firmly connected to the system. The practitioner carefully detached the clip from the patient using slow, controlled movements. The endoscope was then withdrawn with the clip contained inside the sheath, and the clip cable was cut to facilitate safe removal from the endoscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to march 1, 2026, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the device was not returned for analysis; therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed and the instructions for use (IFU) confirmed there is no evidence the device was improperly used per the instructions for use (IFU). There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. A risk review was completed and confirmed that the event of clip unable to release from the catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.